Event description:
It was reported during a da vinci-assisted surgical procedure, the force bipolar instrument had non-intuitive motion due to a broken cable. The site replaced the instrument to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have a broken grip at the grip base. The grip is still connected to the conductor wire, so the piece remains installed. The broken piece was returned with the instrument. An electrical continuity test was performed, the instrument passed. The housing was removed from the back end, no damage was observed.